Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient had severe chest pains and was cardioverted. The corresponding stored ECG data is nearly flat and other episode ECG data is normal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Patient had severe chest paints coincident with episode #1673. Patient was cardioverted. Stored ECG from episode #1673 is nearly 'flat''. Stored ECG from other episodes is 'normal'. No information from device leads to conclude either svt (supra ventricular tachycardia) or vt (ventricular tachycardia).